Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 820 mg/dl. The customer stated that she uses a model mmt-386 quick-set infusion set. The customer also stated that she last changed her infusion set three days prior to the event, and that she normally changes her infusion set every three days. Programming was correct. Nothing further was reported.